Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: the tubing disconnected from the ng and the plastic split up the tubing from the purple adapter that fits into the pump causing the feed to drip from the pump.